Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative a power on reset. The patient apparently had a cardiac event over the weekend and part of the treatment was a cardioversion. As a result of this the device experienced power on reset (por) and is no longer switched on. No further complications were reported or anticipated. Additional information received reported that the manufacture representative saw the patient (B)(6) 2020 where the device was on por. The manufacture representative was able to restore their previous setting as requested by the medical team. It was also noted that the impedance values were all within normal range. It was reported that the cardiac event was not related to the patient¿s device or therapy. No further complications were reported or anticipated.